Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not known. Cause was not known. Customer's friend provided peanut butter and orange juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.